Event description:
Inmode device evolve doesn't work. Being sold as a skin tightening device and a fat destroying device. Not FDA approved for those concerns and doesn't work. I purchased this device and the company is lying about the efficacy, results, outcomes, clinical studies and more. They are ripping practitioners and patients off. The before and afters are fake and the doctors are paid off the back the company and the device. There's a lot going on here. Reason for use: fat, lose skin.